Manufacturer narrative:
Medical products and therapy date detail of product: item number 00000002844, item name alloclassic sl stem 4 12/14, lot # 2386296. Item number 0100185148, item name metasul ldh, head adapter, xl, +8, taper 12/14-18/20, lot # 2391815. Item number 0100181480, item name metasul ldh, head, 48, code n, taper 18/20, lot # 2381628. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. No further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The need for further corrective measures is not indicated at this time. Therefore, zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim following revision surgery due to pain, fluid collection, alval reaction and elevated metal ion levels.